Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that a 1267-100 radiolucent targeting arms impactor pad broke out of the jig. The attachment from the jig is stuck on an 0826-000 impactor rod. This occurred during a case.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 1267-100 radiolucent targeting arm lot number: 212569 was received for investigation. Visual evaluation noted that the device was missing the grommet where the impactor pad attaches. It was noted that the grommet was received stuck to the 0826-000 impactor pad batch number: 220991. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive mechanical forces being applied to the impactor pad and/or prying/leveraging the device during use.